Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. There was no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Therefore, no product is expected to be returned. A follow-up MDR will be submitted if additional information is obtained. An instrument log review was performed and it was observed that all instruments used during this procedure were used in subsequent procedures except for the vessel sealer extend, sureform 60, and mega suturecut needle driver. The vessel sealer extend and sureform 60 are both single use instruments. The mega suturecut needle driver had no more uses remaining after this procedure. The system logs of this procedure were pulled and reviewed, and the following was observed: no relevant errors were observed during this procedure. There was no procedure video or image provided review. Additionally, a review of the site's complaint history was performed and no other complaints related to this product were identified. This event is being reported due to the following conclusion: the patient reportedly experienced an unknown amount of internal bleeding and subsequently underwent a secondary procedure to identify and resolve the bleeding. The patient was reportedly hospitalized and on a ventilator and anti-coagulant medication. Although there was no allegation of a malfunction of a da vinci instrument, accessory, or system, the cause of the patient's post-surgical complications remains unknown. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
It was initially reported that the day after a da vinci-assisted sleeve gastrectomy, internal bleeding was noticed in the patient. A follow-up surgery was performed two days post-op and two areas of bleeding were discovered and resolved. One bleed was noticed on the lesser sack and the other bleed on a small area of the spleen. The patient was reportedly stable and in the hospital on a ventilator as of the time this event was initially reported one week after the initial procedure. The patient required blood transfusions and was on anti-coagulants. On (B)(6) 2021, intuitive surgical inc. (Isi) contacted the site clinical sales representative (csr) and additional information was obtained about the complaint: the initial procedure surgeon said he does not believe that the reported event was caused or contributed by the da vinci system. The follow-up procedure was performed laparoscopically.